Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose of 20 mg/dl on (B)(6) 2018. The customer was at 117 mg/dl at the time of the call. The customer experienced symptoms such as shaking, sweating, anxiety, mental confusion, inability to follow simple commands, weakness, incoherence, and fatigue. The customer was wearing the insulin pump during the incident. The customer was given intravenous fluids to treat. Troubleshooting was completed, and no issues with the insulin pump were found. It was advised to discuss possible causes with the doctor. The customer also reported receiving calibration error, change sensor alerts, and the sensor would not communicate with the insulin pump. During troubleshooting, it was found that the transmitter was not working. The sensor and transmitter will not be returned for analysis.